Event description:
Laser ptca of left circumflex artery when the balloon and wire were pulled back the tip of the angioplasty wire (.014 allstar) remained in the coronary artery. Perforation noticed in the distal artery.